Manufacturer narrative:
Concomitant medical products: 40025 tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, unstable thresholds and far field r-wave (ffrw) oversensing. When the physician attempted to reposition the lead great difficulty was experienced when trying to advance three different sytlets into the lead. It was reported that the screw mechanism did not "feel right". The physician was also unable to move the lead in and out freely during attempted repositioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned without the stylets. A fresh 14-45 gray stylet was inserted in the lead and came to an occlusion at 1.5 cm. The distal conductor is distorted from over rotation due at 1.5 cm. In the connector leg. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.